Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one used insyte autoguard 20ga unit with no packaging from material number 381834, lot number 9337136. The needle was retracted into the safety barrel. The needle was pushed to the out position to evaluate the needle. No foreign matter was observed on any part of the needle. The white button displayed a brown marbling color mix with the white color of the button. The material was determined to be burnt raw base material. The burnt material most likely originated as part of the molding process. DHR was performed. No related quality issues or process deviations were found.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter had foreign matter on the needle. This was discovered during use. The following information was provided by the initial reporter: dirty on the needle.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter had foreign matter on the needle. This was discovered during use. The following information was provided by the initial reporter: dirty on the needle.